Event description:
It was reported that an ICU nurse using the intouch bed had difficulty moving the product. The next day, the nurse woke up with shoulder pain, no need of medical intervention.

Manufacturer narrative:
The bed was evaluated, but the serial number was not noted.